Manufacturer narrative:
Lot # 17h047, 17h039, 17h048, 17h055, and 17c056. For the five (5) events, the single use device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that unspecified particulate matter was observed with five (5) half day infusors. The infusors were discarded due to the particles and there was no patient involvement in any of the events. No additional information is available.